Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed there was likely instrument contamination due to the high number of positive samples; the wl in question had no hardware issues that could have contributed to the high positivity rate. Hologic field service engineer (fse) was dispatched to disinfect the panther instrument. Fse confirmed and reproduced the error by running environmental swabs, identifying possible contamination on the amp incubator door and pc mouse. Fse replaced the amp incubator out of precaution, then cleaned the pc mouse along with all chassis and internal instrument parts. Fse then confirmed issue was resolved after running a panel and pq test without errors. Instrument was released to customer, who reported no further issues. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported potential contamination on their panther instrument sn (B)(4) used for their sars-cov-2 tma runs. Customer suspected contamination after a run failed due to elevated rlus on the negative control. The next run, affected worklist wl (B)(4), had 20 patient samples, 11 of which resulted positive. Samples were retested on non-hologic platforms, and the lab released valid retest results to patients. The following day, customer ran blanks which resulted positive, confirming there was instrument contamination that required intervention from hologic field service engineer. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There were no associated/reported adverse events or patient impact reported.